Event description:
It was reported that the patient received a notification for high, out of range pacing lead impedance. During follow up, lead dislodgement was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.